Event description:
Information regarding the explant of a synergraft aortic valve and conduit allograft was obtained through a retrospective clinical study. According to the clinical report form, the allograft was explanted approximately 5.5 years after implant due to structural deterioration, calcification, valve leaflet degeneration, insufficiency, and a tear or perforation of valve leaflets.

Manufacturer narrative:
An investigation into the reported event has been initiated and the results will be reported in the final report.

Manufacturer narrative:
The heart valve was not returned so no direct observations could be made. A review of processing records was performed and indicates that the allograft met all specifications. The precise cause of the reported event cannot be determined with the available information. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.